Manufacturer narrative:
Qn# (B)(4). Preliminary evaluation of the returned device indicates a hole in the extension line.

Event description:
PICC rn requested a PICC tail repair kit. It was noted that repeated clamping of the line makes weakness in the tail.

Event description:
PICC rn requested a PICC tail repair kit. It was noted that repeated clamping of the line makes weakness in the tail.

Manufacturer narrative:
Qn#(B)(4). The customer returned one single-lumen PICC catheter for evaluation. Signs-of-use in the form of biological material was observed on the catheter body. Also, the catheter body appeared intentionally severed below the 26cm mark. The severed portion was not returned for analysis. Visual inspection revealed a small hole in the distal extension line directly adjacent to the luer hub. The damage is consistent with a molding issue. The total length of the catheter body was measured to be 10 5/8", which indicates that at least 11 1/2" of the catheter body was severed and not returned for analysis (per the catheter graphic). The distal extension line outer diameter measured .095", which is within the specification limits of .093"-.097" per the distal extension line extrusion graphic. The extension line inner diameter measured .058", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. The catheter was flushed using a lab inventory syringe to ensure there were no blockages. The distal end was then clamped, and a water-filled lab inventory syringe pressurized the distal line. A leak was observed near the luer hub when pressurized. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The distal extension line contained one hole/separation adjacent to the luer hub. The appearance of the damage was consistent with a manufacturing related root cause. A non-conformance request has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for complaints of this nature.